Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 302mg/dl and a manual injection was administered to address the bg level. Infusion set changes were performed to address the occlusion alarms. A system check was performed and the pump performed as intended. Reportedly, the customer wears their pump against their skin. A supply change was performed and the customer resumed insulin deliveries. Tandem technical support advised the customer to be mindful of abrupt temperature changes to the pump.